Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Aneurysm morphology was not reported. The iliac arteries had moderate to severe tortuosity and moderate calcification. The bifurcated stent graft and an extension limb were implanted from the right side. The contralateral limb and an extension were implanted from the left side. It was reported that at some time post implant, there was a slight dissection of the right external iliac artery. Approximately four weeks ago, the patient presented with right leg pain. The angiogram demonstrated that there was an occlusion of the ipsilateral / right side of the bifurcated stent graft. The physician believes that the cause of the occlusion was due to the patient anatomy and the dissection limiting the blood flow allowing for clot formation. The physician used an angiojet, ballooned the stent graft and then implanted an iliac bare metal stent from another manufacturer and this was implanted just below the stent graft bifurcation. The occlusion was cleared and the blood flow was restored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (arterial occlusion, dissection), patient's condition affected effectiveness of device (tortuous and calcified vessels). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (tortuous and calcified vessels).